Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6)l it is not clear what patient's age is. Case notes dob as (B)(6) 1915 with an age of (B)(6).